Event description:
It was reported that the patient was admitted to the critical care unit after receiving an appropriate shock for ventricular tachycardia (vt). Device interrogation post-shock revealed an alert for possible high-voltage lead issues and episodes of lead noise with aborted shocks. An insulation anomaly was suspected. The right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was stable pre, during and post-procedure.